Event description:
It was reported that the flip flop brake and the cross arm brake are not working on the 9800 system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Readjusted the flip flop brake and replaced the cross arm brake assembly. The system was tested and found to be working as intended and placed back into service.